Event description:
It was reported the subject device did not work. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated: b5, d8, d9, e1, h2, h3, h4, h6, h11. Correction e1: reporter first name updated to (B)(6). The device was returned to olympus for inspection. Based on device inspection results, the phenomenon was reproduced and found a failure of the printed circuit board (cr board), which possibly is considered to have contributed to its occurrence. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.